Event description:
It was reported that this subcutaneous implantable cardioverter-defibrillator (s-ICD) delivered two shocks, and technical services (ts) was consulted to assess therapy appropriateness. Per ts review, the first episode ((B)(6) 2026) demonstrated a heart rate of approximately 220 beats per minute (bpm), which falls within the programmed shock zone. The second episode ((B)(6) 2026) demonstrated a wide-complex rhythm with morphology not consistent with sinus conduction. The recorded heart rate was approximately 150 bpm, which is below both programmed detection zones. Despite this, a shock was delivered and successfully converted the rhythm to normal sinus rhythm. Ts noted that similar rhythm characteristics have been present since (B)(6) 2025. Ts recommended physician review to determine whether programming adjustments are warranted, including whether lower-rate rhythms should be treated. The device is currently programmed in the primary sensing vector; it remains unclear whether an alternate vector (e.g., secondary) would improve sensing or discrimination. No adverse patient effects were reported, and the s-ICD remains in service.